Event description:
It was noted that there was a malfunction of the extension.

Event description:
It was reported that the patient came to the health care professional (hcp) due to a loss of therapy. It was noted that the patient had less than 50% therapy relief at the extension location. It was noted that impedance testing showed impedances over 10,000 ohms and therefore a revision was planned. It was noted that during revision impedance testing was performed, without the battery, on the electrode and extension and the results were over 10,000 ohms. It was noted that the extension was replaced and afterward all the impedances were in normal range (600-700 ohms). It was noted that the patient again received effective therapy. It was noted that the patient was alive with no injury at the time of the report.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that since (B)(6) 2014 the patient did not feel any stimulation. It was noted that before that the patient felt the stimulation only when manipulating the implantable neurostimulator (ins) at the left infraclavicular site. It was noted that during manipulation the stimulation switched on and off. It was noted that during the last 2 weeks the stimulation switched on and off spontaneously. It was noted that during a revision surgery and electrical testing a defective extension cable was found and was replaced on (B)(6) 2014. It was noted that the product was returned to the manufacturer.

Manufacturer narrative:
Analysis of the extension found that all conductors were broken 8.6 centimeters from the proximal end with a straight wire in body.

Manufacturer narrative:
Concomitant medical products: product ID 3708340, serial# (B)(4), implanted: 2007-(B)(6), explanted: 2014-(B)(6), product type extension. (B)(4): analysis results were not available as of the date of this report; a supplemental report will be submitted when results are available.